Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter city: e1: initial reporter state: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 170h set during an unspecified process step. The leak was observed from "the end that draws the blood from the patient.". There is also a crack at the dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.